Event description:
The patient reported, that today she received another e4 (occlusion) alarm on her insulin infusion device. She stated, she changed her infusion headset and tubing last night after she received an occlusion alarm. The patient stated that due to the occlusion alarms, her blood glucose reading this morning was 391 mg/dl. She said, she changed the adapter on her infusion device about a month ago. To troubleshoot, the patient was instructed to disconnect from her headset and run a prime which went through without error. She was then instructed to reconnect to her device and run a bolus which went through without error. Troubleshooting could not duplicate the issue. The patient called back and stated she changed her headset, tubing and adapter again after the phone call and again received an occlusion alarm when she tried to bolus. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.